Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. During device evaluation, the phenomenon of no image was not reproduced. Based on the results of the investigation, and since no device image malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. During inspection, olympus confirmed the reported event, the adhesive of the nozzle was found to be peeling. Based on the results of the investigation, the investigation confirmed there is a peeling of the adhesive of the nozzle most likely due to stress, handling, or other factors. The specific root cause of the peeling adhesive could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was not displaying an ultrasonic image. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive on the nozzle was peeling. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (no ultrasonic image) was not confirmed or duplicated. In addition to the adhesive peeling from the nozzle, service found the bending angle was out of specification, there was play in the angulation knob, and the scope connector was corroded. The adhesive on the bending section cover was detached and cracked. The inside of the ultrasonic connector was corroded, the light guide tube was wrinkled, the objective lens was scratched, and the ultrasonic probe surface was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.